Manufacturer narrative:
Technical service provided the safety data sheet to the customer and no further action is required. According to package insert in195150c v. 4.0 precautions: 20. The reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. If irritation persists, seek medical advice. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked.

Event description:
The customer reported the regent of with binaxnow covid-19 came into contact with the nostrils on (B)(6) 2021. No additional patient information, including treatment and outcome, was provided. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.